Event description:
Procedure: laparoscopy. According to the reporter: the patient was presented to ed via rescue in 2008 w/intractable vomiting. Diagnosis of abdominal pain with small bowel obstruction. She was admitted to the hospital on surgeon's service. On two days later, she had a repair of incarcerated ventral incisional hernia w/mesh. He measured the defect as 7 x 10cm and a 20cm x 15cm parietex mesh was placed. The mesh was placed into the peritoneal cavity, and the discarded portion was stapled to anterior abd. Wall under direct vision. The peritoneal cavity was irrigated with mefoxin 1gm. 1000cc. A wound vac. Was placed on eleven days later. On the following month, the patient returned to or for exploratory lap. W/removal of infected mesh, resection of segment of distal ileum w/anastomosis and repair of ventral hernia.